Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device remains implanted.

Event description:
Patient's representative later reported patient began to feel pain, swelling and redness in the breast, so a puncture was performed, where approximately 20 ml of liquid was removed, took medication and alleviated the symptoms. Additional report of "severe pain, emotional shock, fear for [their] life", "greater amount of fluid, indicating an inflammatory process" and "rotation." The device has been explanted.